Manufacturer narrative:
Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead recorded large amplitude deflections shortly after the implant procedure. This caused the pacing rate to slow due to the oversensing. Also, some atrial beats appear to be blanked due to the oversensing on the rv channel. The issue was resolved the day after, therefore, there is reasonable evidence suggesting that the issue was related to air bubbles in the ICD header. The ICD and rv lead remain in service. No additional adverse patient effects were reported.